Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 280mg/dl last night. Elevated blood glucose level was treated by a correction bolus, and the issue resolved.